Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. Details of the incident are vague. We are reporting this incident in an overabundance of caution due to the injury reported. User reported that the wheels popped off the unit causing her to fall. Details are unknown however she reported requiring ankle and knee surgery. We will file a follow-up when additional details become available. Claims team received the medical records for this incident and they seem to confirm what we initially suspected. Consumer has degenerative arthritis in her left knee and a history of arthroscopic surgery in her left ankle. The documents do not mention any adverse incident that led to these surgeries.

Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. Details of the incident are vague. We are reporting this incident in an overabundance of caution due to the injury reported. User reported that the wheels popped off the unit causing her to fall. Details are unknown however she reported requiring ankle and knee surgery. We will file a follow-up when additional details become available.